Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that there was an issue of high impedance values. It was reported that 0-7 were all >10,000 ohms. A revision was going to be taking place on the day of the call ((B)(6) 2017). Additional information was received from the manufacturer representative on 2017-02-28 reporting that they were originally made aware of the high impedances in (B)(6) 2016. The cause of the high impedances was a defective extension. The cause was discovered during the revision on (B)(6) 2017. The extension was replaced and the impedances were now within normal limits.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the extension will not be returned for analysis.